Event description:
During the range of motion test; the head trial popped off of the sleeve and was lost in the pt's acetabulum. The surgeon called in a vascular surgeon who did not believe any blood vessels in the bursa could be damaged by leaving it in.